Event description:
It was reported that the handheld device was very inconsistent when interrogating patients, sometimes requiring the physician to get the programming system from another department to successfully interrogate the patients. The physician was not interested in troubleshooting and the manufacturer's representative could not get the issue to re-occur, so the handheld was returned. Additional information was received indicating that the physician was unable to communicate with the patient's generator. The wand was ruled out as the physician was reportedly utilizing the same wand with different handheld devices and the wand would work when connected to other handhelds, just not the one in question. The wand battery was also checked and was said to be ok. The handheld and flashcard have been returned for analysis, however, the serial cable that connects the wand to the handheld has not yet been returned. Attempts for additional information are underway. Product analysis is not yet complete.

Event description:
Analysis on the handheld and flashcard was completed on (B)(6) 2012. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.additionally, no anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
It was inadvertently reported that the programming handheld and flashcard are labeled for single use. Usage of the device - corrected data: it was inadvertently reported that this was the initial use of the programming handheld and flashcard, however as this device is not labeled for single use, it is expected that the device has been utilized multiple times.

Event description:
Follow up with the physician's office was performed and it was indicated that they were unable to locate the serial cable and that they may have discarded it. There were no more issues reported.